Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. The patient was treated with vancomycin 2gm and amikacin 125mg, (routes and frequencies not reported). At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.